Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check ¿ passed. Vacuum test ¿ failed. Measured (vacuum < 160 mbar): 262 mbar failure traced to: clogged hp filters. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 9. Fluid was found on the inside of the cycler in the pump module area. The patient does know how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects due to the fluid leak. The patient got a new cycler and has been using it with no further issues. The cycler is available to return.

Manufacturer narrative:
Correction: g.4.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 9. Fluid was found on the inside of the cycler in the pump module area. The patient does know how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects due to the fluid leak. The patient got a new cycler and has been using it with no further issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 9. Fluid was found on the inside of the cycler in the pump module area. The patient does know how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects due to the fluid leak. The patient got a new cycler and has been using it with no further issues. The cycler is available to return.